Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 8.0mm x 40mm x 135cm sterling balloon was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.